Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not yet received.